Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the vasoview hemopro 2 jaws are broken. The procedure was completed with a new device. The hospital did not report any patient effects.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Corrected section d1: vasoview hemopro 2 to vasoview hemopro 3500. D4: vasoview hemopro 2 to vasoview hemopro 3500. D4: unique identifier (UDI) # (B)(4) to (B)(4). The lot # 25160989 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/04/2022. An investigation was conducted on 08/04/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on base of the jaws as well as on the gray hot jaw silicone insulation which indicates an attempt was made to use the device on a patient. Both the actual jaws of the device were observed to be attached to the device, with no breakage of jaws observed. The gray silicone insulation on the base of the cold jaw was observed to be peeled back, exposing the metal portion of the cold base jaw, with no detachment. The heater wire was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent" was not confirmed, but was confirmed for the analyzed failure "peeled; jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 3500 jaws are broken. The procedure was completed with a new device. The hospital did not report any patient effects.